Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report he was admitted into the hospital with high blood glucose reading of 600 mg/dl. In addition, he reportedly suffered a hypoglycemic event last thursday, which caused him to fall. There was injury to his neck area. The nurse indicated that the patient had been dizzy for a few days prior to the event. The patient was unable to recall how he corrected his blood glucose at the time of concern. The patient believes that the pump is not delivering insulin correctly. The patient¿s diabetes education noted that the insulin pump was be downloaded to investigate whether there was a use error or product issue. The diabetes educator will call back to complete troubleshooting. The patient was currently off of insulin pump therapy and using manual insulin injection at the time of the phone call. Animas has made 3 attempts to reach the patient for more information. A letter was sent to the patient, requesting a call back. This complaint is being reported because the patient had hyperglycemic blood glucose reading of 600 mg/dl and was received treatment at the hospital while on insulin pump therapy. The animas insulin pump could not be ruled out as a contributor of the reported event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.